Manufacturer narrative:
This product is not marketed in the us. Patient code: (B)(4) significant reduction of irido-corneal angles, secondary surgery, lens exchange. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7 mm vicmo12.6, -3.0 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
The lens was returned dry in a micro centrifuge vial and had clear surgical residue on the product. Visual inspection found the lens haptic bent and a piece of haptic missing. There was presence of clear residue on the lens surface. Lens model of the previously implanted lens is corrected from 13.7mm vicmo12.6 to 13.7mm vicmo13.7. (B)(4).